Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient no longer feels contractions and that the leads were alleged to have migrated. There was no report of patient harm or injury. The patient underwent revision surgery to replace the leads. Both leads were removed entirely, and new leads were implanted without complications. A review of the pre-revision implant confirmed no migration, but improper implant technique and a lead fracture resulted in no stimulation.

Manufacturer narrative:
Mml #: (B)(4). The lead assemblies were evaluated. The allegation that the patient no longer feels her contraction during therapy was confirmed to be due to a separation of the left lead. Visual inspection observed a separation in the lead near the distal electrode end. Closer inspection of the separation under a lab microscope observed rounded fractured coils across all coils. No other damages or anomalies were observed throughout the lead. Functional testing could not be performed because the lead received was cut into two segments. The right lead was received and cut into two segments. Slight kink damage was observed at the electrode end. The cut and kink damage is assumed to have occurred during explant. No other damages or anomalies were observed throughout the lead. Functional testing could not be performed because the lead received was cut into two segments.

Event description:
It was reported that the patient no longer feels contractions and that the leads were alleged to have migrated. There was no report of patient harm or injury. The patient underwent revision surgery to replace the leads. Both leads were removed entirely, and new leads were implanted without complications. A review of the pre-revision implant confirmed no migration, but improper implant technique and a lead fracture resulted in no stimulation.